Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level events. No symptoms that might have led to high blood glucose issue was mentioned by the customer. Customer stated that the high blood glucose began on (B)(6) 2017 with 568 mg/dl reading, and at 11:19 am over 600 md/dl, 11:22 am 568 mg/dl, 5:pm 273 mg/dl, 11:44 pm 276 mg/dl and on (B)(6) 2017 at 11:32 am blood glucose reading of 355 mg/dl, 3:02 pm 168 mg/dl, 6:30 pm 193 mg/dl. Customer's current blood glucose at the time of call was 218 mg/dl. Customer stated that high blood glucose readings was treated with insulin pump and manual injection. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The customer declined to check the device settings. Customer was advised to contact her healthcare professional regarding high blood glucose issue and the pain medication the customer is currently taking. No product was returned for analysis.